Event description:
Procedure performed: laparoscopic hysterectomy + bso + d+c + proceed to colorectal assist. Event description: grasping/manipulating tissue. Nurse stated that they didn't notice the padding had detached from the grasper until inspection. In doing so they noticed the latis mesh was still intact however the padding was not and needed to be retrieved from inside the patient. This was located after some time. No clinical impact. Intervention: colorectal surgeon was using two atracs so continued using the second one and an alternative reusable grasper from the lap tray. Patient status: stable.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.